Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Report late due to transition from vmsr program.

Event description:
On 10-aug-2019, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-aug-2019 with the following findings: the complaint regarding inaccuracy delivery started on (B)(6)2019 could not be confirmed in the pump history. According to the pump basal total daily dose history, the pump was delivering the programmed basal rate from (B)(6)2019 to end of use due to a cs 064 motor call service alarm on (B)(6)2019. The complaint of inaccurate delivery was not able to be adequately investigated due to a motor defect issue reported on animas medwatch report number 2531779-2019-05619. Unrelated to the complaint, investigation revealed the battery compartment was cracked from the threads to the case seal.